Event description:
Medtronic physio-control is investigating failures related to flux residue on the pcb assembly. Flux residue could result in a real time clock chip failure which could cause a failure of the device to operate.